Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# va02dme, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was still having incontinence issues. The patient met with their health care provider (hcp) last friday and had the patient increase the stimulation and it was working great until recently when the patient found out that their son was having seizures. It was noted that the patient believed the stress had caused the more frequent incontinence. Additional information received reported that the patient never had therapeutic effect. The patient had a loss of bladder control and incontinence following an implant. It was reported that the patient went in to see their hcp about 1 month ago and informed them that they were not feeling stimulation and was still experiencing symptoms. At that time, the patient believed they were on program 1. It was reported that the hcp ended up increasing stimulation and the patient felt it was too strong and it felt like they were getting electrocuted and they couldn't talk. It was noted that the hcp then changed it to 4, then to 3 then back to 2 which is where they left it. The patient was currently on program 2 and if they increased stimulation they started to feel pain on the right side. It was noted that the patient's device was located on the left side. The patient had sciatica a few years ago and was hospitalized for this. It was noted that the patient got rid of it but wasn't sure if the therapy was bothering their sciatica again. The patient was not feeling stimulation but didn't want to turn it up since they felt pain if they did.